Event description:
Boston scientific received information that during a routine device follow-up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 3,000 ohms. Pacing failure was observed; however, the patient was not symptomatic due to the loss of pacing. An x-ray confirmed a complete lead fracture. The patient was hospitalized pending a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service pending a revision procedure. Boston scientific received additional information. The lead revision was performed and this rv lead was surgically abandoned. The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.